Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: stent dislodgement. It was reported that the target lesion was the proximal right coronary artery (rca) and distal rca posterior descending artery. The rca had a previously deployed non-abbott drug eluting stent. During advancement of the xience toward the distal rca posterior descending, the stent became stuck with the deployed stent. When a further attempt was made to deliver, the stent dislodged from the balloon and remained in the middle of the rca. A goose neck snare was used to try and retrieve the stent, but it failed. Eventually, the dislodged stent was deployed at the mid rca posterior descending artery using a balloon catheter and post-dilatation was performed with a voyager 3.0 x 8 mm balloon catheter. The procedure was completed without a treatment to the distal rca because of the concern that the stent might get hung up on the other company's previously deployed stent again. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Evaluation summery: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because, it was not returned to abbott vascular for evaluation. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The manufacturing records were reviewed for this lot and there were non-conformances. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot, which suggests that there are no lot specific product quality deficiencies. In this case, it appears that the stent dislodgement is related to use of the product, as the dislodgement was not noted during inspection prior to use. The interaction between the xience v stent implant and the previously implanted stent likely contributed to disrupting the stent on the balloon, such that when the sds was advanced and retracted, the stent implant ultimately dislodged. The additional non-surgical treatment is related to the deployment of the dislodged stent. In this case, the reported stent dislodgement appears to be related to the operational context of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.